Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a crack in the reservoir compartment. The customer's blood glucose value was unknown. Customer stated that the reservoir was not able to lock in place securely. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will return for analysis.

Manufacturer narrative:
The insulin pump was received with cracked select button keypad overlay, peeling keypad overlay, end cap address label faded, slightly stained keypad overlay, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.